Event description:
It was reported that prior to an unknown procedure, the legs of the staples at the distal part of the reload came out after opened the package. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results found that a tr45w was received for evaluation. Upon testing, the wedge sleds were noted partially advanced ejecting the most proximal staples. However, it could not be determined what may have caused this condition. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.